Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on all available information, engineers were not able to confirm the root cause of the charging difficulty issues. The production record and device technical analysis revealed no product issues and the ipg displayed normal characteristics.

Event description:
It was reported that the spinal cord stimulation (scs) patients skin became warm after charging her implantable pulse generator (ipg) for about ten minutes. The patient stated that her right leg gets hotter than her left leg. The patient has to cool her skin at the ipg site with ice after charging. A different charger was used, but the patient still has the same issue. The patient has also tried charging with clothes between her skin and the charger, but it did not resolve the issue. As a result, the patient underwent a revision procedure and the ipg was explanted and replaced. The patient has fully recovered. Additional information was received that the patient felt uncomfortable, but did not feel pain as a result of the ipg becoming warm during charging.

Event description:
It was reported that the spinal cord stimulation (scs) patient's skin became warm after charging her implantable pulse generator (ipg) for about ten minutes. The patient stated that her right leg gets hotter than her left leg. The patient has to cool her skin at the ipg site with ice after charging. A different charger was used, but the patient still has the same issue. The patient has also tried charging with clothes between her skin and the charger, but it did not resolve the issue. As a result, the patient underwent a revision procedure and the ipg was explanted and replaced. The patient has fully recovered. Additional information was received that the patient felt uncomfortable, but did not feel pain as a result of the ipg becoming warm during charging.

Manufacturer narrative:
Block b3: exact date unknown.

Event description:
It was reported that the spinal cord stimulation (scs) patients skin became warm after charging her implantable pulse generator (ipg) for about ten minutes. The patient stated that her right leg gets hotter than her left leg. The patient has to cool her skin at the ipg site with ice after charging. A different charger was used, but the patient still has the same issue. The patient has also tried charging with clothes between her skin and the charger, but it did not resolve the issue. As a result, the patient underwent a revision procedure and the ipg was explanted and replaced. The patient has fully recovered.